Manufacturer narrative:
This report was inadvertently submitted. The reported event was submitted under MFR report number: 3013756811-2021-75358.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump reset unexpectedly. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 145 mg/dl.